Event description:
Ous MDR - it was intended to treat an aneurysm in a distal splenic artery. The stent could not be released.

Manufacturer narrative:
A technical analysis of the returned instrument was conducted and are view of the manufacturing history was performed to evaluate whether there was any deviation that could account for the reported event. In the returned state the stent was found separated from the delivery system. The technical investigation revealed further that the red locking tab and the brake are missing, though the stent itself showed no irregularities. The inner shaft had buckled, indicating that the outer shaft was blocked. The retractable outer shaft was found to be flared which implies that the stent had been forcefully pulled out in distal direction. Review of the production documentation verified that the instrument detailed above was manufactured according to specifications. The device fulfilled all the requirements of in-process and final inspection. The conducted technical investigations and review of the production documentation did not reveal a material defect or manufacturing deviation. The blockage of the stent is most likely related toun commonly high friction between the stent and the retractable outer shaft. The cause for the uncommonly high friction in the stent area remains unknown. The final root cause for the reported event could not be determined. However, it should be noted that, according to the IFU, the pulsar-18self-expanding stent system is indicated for use in patients antiatherosclerotic disease of the femoral and infrapopliteal arteries and for the treatment of insufficient results after percutaneous transluminalangioplasty.